Manufacturer narrative:
Product analysis #243035702: analysis information -- 2019-06-28 07:40:39 cst pli# 10. Product ID# 3058. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d11: product ID 3889-28, lot# unknown, implanted: (B)(6)2015, explanted: (B)(6) 2019, product type: lead. H3: analysis of the ins. (S/n: (B)(6) found no significant anomalies but the setscrew was backed out too far and analysis of the lead found that the conductor was broken at the anchor site. H6: fdc 4315 pertains to the lead. Fdm 10 pertains to the ins (s/n: (B)(6) and lead. Fdr 213 pertain to the ins (s/n: (B)(6) and fdr 3252 pertain to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedances on one electrode. High impedances were on point 2 of electrode and general loss of efficacy of therapy. Factors that may have led or contributed to the issue was normal use except for several falls that the patient experienced months ago. Impedances were checked, battery s tatus was checked, and direct testing on electrode 2 gave a normal contraction of the anal muscles on 1 ma. Re-connection with the ins gave again the same high impedances, new ins, same problem, than extraction of the electrode and new electrode placed resolved everything. A new electrode and new ins was placed so everything is back to normal.